Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device removal posterior fusion surgery, screw was found broken at caudal side. Broken screw was explanted but 10 mm (below the head of the screw) portion still remained in the patient's body. No patient complication were reported as a result of this event.